Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. Device lot number unavailable. UDI not available for this instrument at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the tip of the probe was broken when a screw pilot hole was made on the right side of l3. The broken pieces were removed and the procedure continued. The procedure was completed using the navigation system and back up products. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
The tip of the returned probe has been twisted and broken off. There were impact marks at the back of the device causing fit issues with the mating tracker. If information is provided in the future, a supplemental report will be issued.